Manufacturer narrative:
No complaint was received with the return of the lead. Failure event observed during analysis. Only the connector portion of the lead was returned in one piece measuring 7.5 cm. Final analysis found external abrasion at 6.7 cm to 7.5 cm from the connector pin due to friction to the device can breaching the optim sheath only. The silicone insulation beneath was not damaged in this region.

Event description:
This report is to advise of an event observed during analysis.